Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium sectioning yielding a silver metallic spring-like device near the tubes'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included cervix inflammation, endometrial ablation, adenomyosis, ovarian cyst, endosalpingiosis, abnormal uterine bleeding and uterine myoma. Concomitant products included ibuprofen. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("myometrium sectioning yielding a silver metallic spring-like device near the tubes"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), myocardial infarction ("blood or heart disorder/condition type: heart attack"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery and uterus cervix, bilateral fallopian tubes and ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, myocardial infarction, fatigue, pain in extremity and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, myocardial infarction, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Discrepancy noted regarding insertion date of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: myometrium sectioning yielding a silver metallic spring-like device near the tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical record received. Case become serious incident because of essure removal. Reporter information, patient middle name and medical history added. Device removal details and removal date added. New event: essure embedded in myometrium and essure in myometrium added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium sectioning yielding a silver metallic spring-like device near the tubes'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included cervix inflammation, endometrial ablation, adenomyosis, ovarian cyst, endosalpingiosis, abnormal uterine bleeding and uterine myoma. Concomitant products included ibuprofen. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("myometrium sectioning yielding a silver metallic spring-like device near the tubes"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), myocardial infarction ("blood or heart disorder/condition type: heart attack"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery and uterus cervix, bilateral fallopian tubes and ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, myocardial infarction, fatigue, pain in extremity and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, myocardial infarction, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Discrepancy noted regarding insertion date of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: myometrium sectioning yielding a silver metallic spring-like device near the tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical record received. Case become serious incident because of essure removal. Reporter information, patient middle name and medical history added. Device removal details and removal date added. New event: essure embedded in myometrium and essure in myometrium added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium sectioning yielding a silver metallic spring-like device near the tubes'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('heavy abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included cervix inflammation, endometrial ablation, adenomyosis, ovarian cyst, endosalpingiosis, abnormal uterine bleeding and uterine myoma. Concomitant products included ibuprofen. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("myometrium sectioning yielding a silver metallic spring-like device near the tubes"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), myocardial infarction ("blood or heart disorder/condition type: heart attack"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery and uterus cervix, bilateral fallopian tubes and ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, myocardial infarction, fatigue, pain in extremity and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, myocardial infarction, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Discrepancy noted regarding insertion date of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.